Event description:
Patient reported left side "experiencing breast pain after my mastectomy". Healthcare professional reported swelling and capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional/changed and/or corrected data.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "I have been experiencing breast pain after my mastectomy ".

Event description:
Patient reported left side "experiencing breast pain after my mastectomy". Healthcare professional reported swelling and capsular contracture, baker grade IV. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., h.6.